Event description:
Customer reported receiving inaccurate high readings. Customer compared readings within 10 mins using the freestyle with results of 93 and 209 mg/dl. Results are outside the allowed 20% variance specified by MFR. Customer also mentioned that readings were high before going for a five mile walk and high when he returned.